Event description:
It was reported that the patient with this right atrial (ra) lead experienced overstimulation due to lead dislodgement. This ra lead was repositioned and remained in service. No additional adverse patient effects were reported.